Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became shattered and unresponsive. Contact stated the customer dropped the pump and the touchscreen shattered. The pump became unresponsive. The customer's blood glucose (bg) was 66 mg/dl. Customer ate carbs to address the bg level. Contact states customer's low bg level at the time of the event was due to over-bolusing for lunch and confirmed the low bg was unrelated to pump performance or supplies and declined any further tandem customer technical service (cts) assistance/troubleshooting in relation to this low bg level. Reportedly, the customer would use manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.